Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by cts in resetting the pump, and the same malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the malfunction reappears.